Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the unknown surgery, when the stapler was inserted in the anal canal and was tried closing, the stapler did not fire as it didn¿t cut and staple. The doctor used another sterile stapler to complete the process. There was no consequences to patients as the stapler did not fire.

Manufacturer narrative:
(B)(4). Batch #: n5377h. Device evaluation: the analysis results found that the cdh25a device was received with three of the guide face pockets deformed and without an anvil, washer, and staples present. Further analysis showed that the casing had cracks on three of the windows and the guide face was partially detached, this is possible due to an attempt to fire the device as the drivers would not go trough the damage pockets pushing the guide face instead, it could not be determine how the damage to the pockets on the guide face was caused. No functional test could be performed with the device, due to the device conditions. It should be noted that a as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n5377h. Updated device evaluation: the analysis results found that the cdh25a device was received with three of the guide face pockets deformed and without an anvil, washer, and staples present. Further analysis showed that the casing had cracks on three of the windows and the guide face was partially detached. It is possible that the device was exposed to heat causing the pockets deformation outside of normal ethicon endo surgery manufacturing and processing. However, the source of the heat could not be determined. It is also possible that attempting to fire the device in this condition would not allow the drivers to go through the deformed pockets, pushing the guide face instead. No functional test could be performed with the device, due to the device conditions. It should be noted that a as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.